Manufacturer narrative:
The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement and active current measurement. Multiple pump error alarms noted in the format history file and pump error was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 3 days with the pump functioning properly during testing as shown in the power management graph. Pump error alarmed during self test due to poor solder joint on u1 of keypad assembly. Unable to perform displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and partially broken off reservoir. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump error returned after restarting the battery. The product was returned for analysis.